Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the damage is associated with wear and tear, physical stress during use. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the videoscope was found to have a chip in the adhesive area between the acoustic lens and the ultrasound probe. No patients were involved.